Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was currently hospitalized, and log files were submitted for review. Log files captured low flow events on (B)(6) 2024 which occur at times when pulsatility index (pi) was elevated. The patient was admitted for a driveline infection. The cause of the low flow alarms was hypovolemia and resolved with volume resuscitation and no patient symptoms were observed at the time of the low flows. The patient was admitted for the driveline infection on (B)(6) 2024. The patient had drainage from the abscess site. The patient was debrided then received a heart transplant which resolved the infection.